Event description:
During a cardiac surgery on (B)(6) 2012, the programmer was used with a sorin pacemaker. The pacemaker was not implanted and not intended to be implanted but was connected to an implanted lead. The programmer rebooted without any user action during the intervention and was then locked in an endless reboot loop. Nominal programming was applied successfully to the pacemaker.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.